Manufacturer narrative:
The suspected battery was returned to the manufacturer for analysis. Analysis found that returned hardware passed functional test as well as visual inspection. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray battery indicator showed battery level low. Battery chargers 1 and 2 were replaced. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that, while outside a procedure, the imaging system displayed a low battery voltage message. There was no patient present when this issue was identified.

Manufacturer narrative:
The battery charger pcba was returned to the manufacturer for analysis. Analysis found that during visual inspection led was not lit and board failed test due to no output and no sense voltage. Analysis found that the reported event was related to a electrical issue.